Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll chemo 19gal yellow had a broken lid. The following information was provided by the initial reporter: "it was reported through a phone call that the customer stated they received a case of sharps collectors and 3 out of 5 had broken lids. Per phone call: it was reported through a phone call that the customer stated that they received a case of sharps collectors and 3 out of 5 had broken lids. Please send replacement case and also replacement lids."

Manufacturer narrative:
H.6. Investigation: a compliant review was performed by the supplier with the sample pictures provided. An investigation was performed to review the in-process inspection of the container. All material is 100% inspected by the production department. Also, a second inspection is performed based on an aql sampling plan by a quality auditor. In addition, a device history review was performed and no issues were found. A complaint history review found no additional complaint for the same part related to this issue. It is possible that the damage occurred in transit during shipping or during the package handling. Based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process because there is not enough information like a picture from original packaging to perform an exhaustive investigation. H3 other text : see h.10.

Event description:
It was reported that sharps coll chemo 19gal yellow had a broken lid. The following information was provided by the initial reporter: "it was reported through a phone call that the customer stated they received a case of sharps collectors and 3 out of 5 had broken lids. Per phone call: it was reported through a phone call that the customer stated that they received a case of sharps collectors and 3 out of 5 had broken lids. Please send replacement case and also replacement lids."